Event description:
The hill-rom field technician found that the brakes would not hold on this bed. He found that the casters were worn due to the age of the bed. He replaced the brake casters to correct the issue. No adverse events were reported.